Event description:
It was reported the patient was not receiving stimulation and was unable to communicate with or charge her ipg. An sjm representative met with the patient and confirmed the issue. It is unknown when the patient last recharged her ipg. The patient underwent a surgical procedure where her ipg was replaced with a new one. The patient is now receiving effective stimulation.

Manufacturer narrative:
(B)(4). Recall: 1627487-05242011-002-r, 1627487-07262012-002-r , 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the ipg was subjected to a functional test on the automated test equipment (autotest). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of the autotest passed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.